Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Previous investigations reveal that the root cause of the reported event was attributed to a user related handling issue. The determined breakages have been caused by too high bending and / or torsional forces during application. Indications for any material or manufacturing related problems were not determined in the investigation. The reported harm was not listed in the risk management file. Therefore, an nc has been opened - please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
Twin fix screwdriver broke during insertion of screw. Inner blade that provides compression broke at the tip. Used second screwdriver, unable to achieve compression because of the debris in the screw from the first driver.

Event description:
Twin fix screwdriver broke during insertion of screw. Inner blade that provides compression broke at the tip. Used second screwdriver, unable to achieve compression because of the debris in the screw from the first driver.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.